Manufacturer narrative:
The insulin pump had a compromised forces sensor system alarm during the prime/compromised force sensor system test at 4lbs due to moisture damage in the force sensor resistor. The pump was received with a minor scratched display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer was changing the infusion set when they received a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 4.2 mmol/l. Customer was advised to disconnect from the pump. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. Customer stated that the area around the drive support cap is cracked. Customer does not recall pressing the cap while connected. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.